Manufacturer narrative:
A review of of the DHR shows that there were no nonconformances observed during in process testing. No deviations were run with this production lot for both the process and raw materials used. No further information has been provided on the event and no samples were returned for evaluation. No further investigation required at this time.

Event description:
During pt code, defibrillator pads sparked and had to be "patted out". Two manufacturer of pads present on code cart and unaware of type on patient.